Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 804 mg/dl; reportedly the customer believes it was caused by the pump. While in the hospital, the customer was treated with insulin. The customer was discharged 10 days later. The customer is being tested for congestive heart failure, possibly caused from coding twice. During troubleshooting with tandem technical support, it was discovered the customer's pump displayed a fill canula reminder, an altitude alarm, and a site change reminder. Additionally, the customer reported that the cartridge was out of insulin; however, alleged that the pump did not annunciate an audible tone notifying the customer. Although requested by tandem technical support, the customer declined to upload the pump data logs. The customer did not observe any physical damage to the cartridge and infusion set. Reportedly, the customer consulted with the healthcare provider regarding bg level.